Event description:
Sales received the following report via email from the health care provider: we put in a 32mm 4450 in a pt this am and after the tee we removed it and placed a 29mm 6900p. The ring was implanted to correct mitral valve regurgitation. However, the intraoperative tee still showed regurgitation; therefore, the surgeon removed the ring and replaced it with a valve. The device will not be returned for evaluation as it was discarded by the hospital.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). Device history record review (DHR) is in progress. Operative report has been requested but not received. No additional patient information has been provided. This was considered an unsuccessful ring repair and there was no allegation of a device malfunction. Investigation is on-going.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances.